Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracoscopic surgery (vat) lobectomy, while transecting the fissure, the device partially fired. It was also noted that the green button was pressed, but the surgeon was unable to squeeze the handle. A new reload was used to resolve the issue. There was no patient injury.